Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Boston scientific received information that an alert for low out of range shock impedance measurements were noted. The patient came in for follow up and during interrogation, shocking lead impedance measurements were within normal limits. Technical services (ts) was consulted and recommended a sedated high energy shock to evaluate. No adverse patient effects were reported.